Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported to a company representative that a patient recently implanted with vns had developed cellulitis or a similar infection around her vns. The patient was scheduled for a battery replacement surgery. The patient underwent generator replacement surgery. It was clarified that no infection was present, but the physician observed necrotic tissue around the chest incision site that he typically observed in the wounds of smokers. The dead tissue was removed during the surgery. The device history records for the generator were reviewed and revealed that the generator was sterilized according to specification prior to release. No additional relevant information has been received to date.